Manufacturer narrative:
Insulin pump received with normal operating currents, passed unexpected restart error test, self test, and the displacement test however, insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime, excessive no delivery tests, or verify motor error alarm due to prime alarm. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump drive support cap is loose, the pump alarmed compromised force system sensor and motor error. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.